Manufacturer narrative:
(B)(4). Based on discussion with FDA on may 8, 2017, all inspectional failures are being reported as mdrs notwithstanding the fact that the presence of discontinuities, gaps or bubbles does not necessarily have either technical or clinical significance. Event problem and evaluation codes: (B)(4). (Exemption number e2015036).

Event description:
Pentax of america initiated field correction 2017-001-c which included inspection of the seal around the distal body and distal cap of the ed-3490tk duodenoscope pursuant to predefined inspection criteria (et-hf-p-0013 rev. 00). The objective of the inspection was to verify there were no defects/discontinuities in the seal between the distal body and distal cap. The inspectional criteria was defined as, "all seal surfaces observed shall be continuous and smooth with no outward signs of discontinuity, gaps or bubbles." A device was considered to fail the inspection if any element of the criteria was not met. As a follow-up to this field action, pentax medical is providing a semi-annual inspection of all ed-3490tks sold to us customers prior to february 7, 2018. The customer owned device was inspected onsite by pentax representative on 24/jan/2018 for seal between distal body and distal cap. The device failed the inspection criteria. Return material authorization (B)(4) was created for return for further evaluation. The duodenoscope was received at pentax service facility on 22/feb/2018 where the inspector found the following failures: distal cap missing silicone. Rainbow effect in image. Image shadows. Insertion tube bump at stage 1. Bending rubber severe discoloration. Passed wet leak test. Prism cracked. Dust inside lcb cover glass. Hole in # 2 remote control button cover. Hole in # 3 remote control button cover. The scope's repairs included the distal case/cap, which will be replaced and resealed pursuant to the field correction, along with miscellaneous parts, and return to the user. Parts replaced: o-rings and seals. Deflector operating wire. Distal end w/ccd-m imp-t pb-free/nt. Adjusting collar. Bending rubber. Segment attaching screw. Distal case attaching screw. Insertion flexible tube. Segment assy attaching screw. Rl pulley assy. Ud pulley assy. Angle wire. Distal case/cap.